Event description:
On (B)(6) 2022, customer received a false positive result using cue covid-19 test for home and over the counter (otc) use cartridge lot 18940d, cartridge sn (B)(4), and cue reader sn (B)(4). Following the false positive result, the customer tested negative twice on the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022. Customer did not present with symptoms, is vaccinated, and did not take other outside confirmatory tests.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.